Event description:
User received low sodium results for nine pt samples. The following eight pt examples were provided. Unit of measure = mmol/l. Sample 1, initial 133; repeat 140. Sample 2, initial 134; repeat 140. Sample 3, initial 133 repeat 141. Sample 4, initial 134; repeat 142. Sample 5, initial 131; repeat 137. Sample 6, initial 131; repeat 139. Sample 7, initial 115; repeat 121. Sample 8, initial 131; repeat 139. Initial results were not reported. The field service rep determined the cause to be a problem with the sodium electrode, and replace the sodium electrode. Performance tests were performed and within spec.